Manufacturer narrative:
(B)(4). Batch #t5c962. Investigation summary: the analysis found that one ec45a device was returned with the closure trigger broken and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and with damage on cartridge deck. No functional test was performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Due to the damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during the robot assisted endoscopic resection of esophageal cancer surgery, after the fourth stoke firing, the knife returned a little, but could not return to the home position. Knife reverse button could not work. Disassembled the device to remove the device from the patient, which resulted in damage to the closing trigger. There were no adverse consequences to the patient. No additional information can be provided.